Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 8deg 38mm, cat# nlv-380800y, lot# 29589401. Restoration (tm) adm. Cup w/ha, cat# 1235-2-621, lot# g2848547. Restoration adm x3 ins 28/62, cat# 1236-2-862, lot# 33079901. Delta v-40 ceramic head 28/+4, cat# 6570-0-228, lot# 35066702. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "dr. (B)(6) stated, the pt had onset of pain starting (B)(6) 2011."